Manufacturer narrative:
(B)(4). B3: event date : march 2022. D6b : explant date : (B)(6) 2022. D10: 00596401552 - femoral component option size e right compatible with lps-flex prolong - 63910655. 00596403212 - articular surface size ef 12 mm height ''use with plate 3 - 63448070. G2 : foreign country : united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty and approximately 4 years post-op, the patient was revised due to unknown reasons. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: findings from the initial operation: no intraop records provided. Closure ¿ stratafix in layers, no need to remove sutures. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.